Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Examination of the returned device confirms the complaint of handle breakage; the handle is broke into two pieces. The complaint sample consisted of (1) 200142000 excel t-handle. A complaint database search on the provided product code identified similar reports for handle damage/breakage. Previous investigations found based on the data acquired during failure analysis where the t-handles were cracking due to environmental stress cracking. This is due to the combination of normal loading or usage of the instrument and exposure to chemicals they are not intended to be (non-compliant to cleaning guidelines) leading to weakening of the material over time. A previous investigation was conducted by commercialized product development to determine if a product improvement is necessary. It concluded that no design solutions identified which would reduce the risk of handle fracture without introducing new risk. A previous evaluation found the t-handles are cracking due to environmental stress cracking. This is due to the combination of normal loading or usage of the instrument and exposure to chemicals they are not intended to be (non-compliant to cleaning guidelines) leading to weakening of the material over time. Based on the determination of environmental stress cracking as the root cause, no further corrective action is being pursued at this time. Continue to monitor complaints under post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the handle with lot so2013281 and so2010751 was cracked, but not broken in two pieces.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.